Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) near-collapse [presyncope] left ear became unclear, right ear barely functional [hypoacusis] blood glucose spiked to approximately 28 mmol/l [blood glucose increased] prevented proper insulin administration [incorrect dose administered by device] failed injections [device failure] malfunctioning novopen 5 [device malfunction] multiple needle marks on the abdomen [needle track marks] pea-sized droplets of fluid appeared on the skin at the abdominal injection site [injection site discharge]. Case description: this serious spontaneous case from china was reported by a consumer as "near-collapse(presyncope)" with an unspecified onset date, "left ear became unclear, right ear barely functional(hearing impairment)" with an unspecified onset date, "blood glucose spiked to approximately 28 mmol/l(blood glucose increased)" with an unspecified onset date, "prevented proper insulin administration(incorrect dose administered by device)" with an unspecified onset date, "failed injections (device failure)" with an unspecified onset date, "malfunctioning novopen 5 (device malfunction)" with an unspecified onset date, "multiple needle marks on the abdomen(needle track marks)" with an unspecified onset date, "pea-sized droplets of fluid appeared on the skin at the abdominal injection site (injection site leaking)" with an unspecified onset date, and concerned a 63 years old female patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "type 2 diabetes", , novopen 5 (insulin delivery device) from unknown start date for "type 2 diabetes", , tresiba penfill (insulin degludec 100 u/ml) (regimen 1: 5 or 6 units; regimen 2: 26 units) from unknown start date and ongoing for "type 2 diabetes", patient's height: 168 cm. Patient's weight: 60 kg. Patient's bmi: 21.25850340. Current condition: type 2 diabetes (since 2002), ovarian cancer. Procedure: surgery. Concomitant products included - metformin, dapagliflozin. Treatment included: glucose lowering medication (non codable). On unknown date the novopen 5 failed to deliver large doses (e.g. 10 or 25 units). As a result, the patient injected multiple small doses (e.g. 5 or 6 units) cumulatively, leading to multiple needle marks on the abdomen. The patient also reported that after attempting large doses, pea sized droplets of fluid appeared on the skin at the injection site. Due to recent two days failed injections, the patient blood glucose (blood glucose) spiked to approximately 28 mmol/l, causing near-collapse and left ear became unclear, right ear barely functional. The patient sought medical attention. The doctor prescribed a temporary glucose-lowering medication (the medication name was forgotten), administered three times daily. The patient also mentioned avoiding staple foods and consuming cold dishes during this period. Patient adhering to antidiabetic treatment. Suspected product was properly stored. Suspected products appear normal at visual inspection. Patient did not experienced an unexplained increase in insulin requirements. Patient did not inject the suspected product into a skin area with lumps. No changes in diet or physical exercise or occurrence of intercurrent infections batch numbers: novopen 5: nvg9n38. Novopen 5: lvg5x3. Tresiba penfill: requested. Action taken to novopen 5 was not reported. Action taken to tresiba penfill was reported as no change. Event abated after use stopped or dose reduced for tresiba doesn't apply. Event reappeared after reintroduction of tresiba doesn't apply. The outcome for the event "near-collapse(presyncope)" was not reported. The outcome for the event "left ear became unclear, right ear barely functional (hearing impairment)" was not reported. The outcome for the event "blood glucose spiked to approximately 28 mmol/l(blood glucose increased)" was not reported. The outcome for the event "prevented proper insulin administration (incorrect dose administered by device)" was not reported. The outcome for the event "failed injections (device failure)" was not reported. The outcome for the event "malfunctioning novopen 5(device malfunction)" was not reported. The outcome for the event "multiple needle marks on the abdomen (needle track marks)" was not reported. The outcome for the event "pea-sized droplets of fluid appeared on the skin at the abdominal injection site (injection site leaking)" was not reported. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Company comment: pre-syncope, hearing impaired and needle track marks are assessed as unlisted events; blood glucose increased is assessed as listed event according to the novo nordisk current ccds in tresiba penfill. Relevant information on medical history, infection, therapy details, period of exposure, action taken with suspect product and outcome of the events are unavailable for complete causality assessment. Elderly age of the patient and underlying type 2 diabetes mellitus are significant confounding factors for the development of hyperglycaemia and its complications. This single case report is not considered to change the current knowledge of the safety profile of tresiba penfill. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes.

Event description:
Case description: investigation result: name: novopen 5, batch: nvg9n38. A visual examination of the returned product was performed. Sticky matter observed on pen parts (internal or external) e.g. Oily substances. The fault had no impact on dose accuracy or other critical pen functions. The observed problem could not be related to any novo nordisk processes and is a result of accidental damage during use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. No remarks. Visual examination and functional testing were performed. An oily substance was observed on the cartridge holder where it attached to the mechanical pen part. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed irregularities. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. It was not possible to observe the alleged fault. All mechanical functions were found to be normal. An unknown foreign oily substance was observed on the pen. The fault had no impact on dose accuracy or other critical pen functions. The observed problem could not be related to any novo nordisk processes and is a result of accidental damage during use of the device. Name: novopen 5, batch: lvg5x32. A visual examination of the returned product was performed. Sticky matter observed on pen parts (internal or external) e.g. Oily substances. The fault has no impact on dose accuracy or other critical pen functions. The observed problem could not be related to any novo nordisk processes and is a result of accidental damage during use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. The readout revealed indications of unintended use of the pen. Visual examination and functional testing were performed. An oily substance was observed on the cartridge holder where it attaches to the mechanical pen part. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed irregularities. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. It was not possible to observe the alleged fault. All mechanical functions were found to be normal. An unknown foreign oily substance was observed on the pen. The fault had no impact on dose accuracy or other critical pen functions. The observed problem could not be related to any novo nordisk processes and is a result of accidental damage during use of the device. Confirmed: the user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes. Therefore, the electronic display showed two lines, after the dose button was fully depressed. This was a normal function of the pen to warn the user of non-recommended user behaviour. The error was caused by unintended use of the device. Since last submission case has been updated with following information investigation results updated, relevant fields in EU/ca tab were updated, imdrf codes updated in device addendum tab narrative updated accordingly. Final manufacturer comment: 24-jun-2025: the suspected device novopen 5 has been returned to novo nordisk for evaluation. Upon examination, was found to be functioning normally and within specifications. No irregularities related to the complaint were detected during the investigation. Furthermore, reference sample analysis did not reveal any abnormalities related to the observed problem. Batch documentation has been reviewed and found to be normal. As no faults were found on the returned device, it is not possible to elucidate a clear root cause for the experienced adverse events. Elderly age of the patient and underlying type 2 diabetes mellitus are significant confounding factors for the development of hyperglycaemia and its complications. H3 continued: evaluation summary name: novopen 5, batch: nvg9n38 a visual examination of the returned product was performed. Sticky matter observed on pen parts (internal or external) e.g. Oily substances. The fault had no impact on dose accuracy or other critical pen functions. The observed problem could not be related to any novo nordisk processes and is a result of accidental damage during use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. No remarks. Visual examination and functional testing were performed. An oily substance was observed on the cartridge holder where it attached to the mechanical pen part. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed irregularities. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. It was not possible to observe the alleged fault. All mechanical functions were found to be normal. An unknown foreign oily substance was observed on the pen. The fault had no impact on dose accuracy or other critical pen functions. The observed problem could not be related to any novo nordisk processes and is a result of accidental damage during use of the device.